Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The battery and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not switch from external battery to internal battery and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaints. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that internal battery not charging was due to an isolated component failure within the device main circuit board while internal battery degraded alarm was due to battery controller software. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not switch from external battery to internal battery, failed to charge its internal battery and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.